Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 06/15/2015, belt: 03/21/2013. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of both inappropriate shock events was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was ECG motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (pdf). The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a male patient had a skin irritation. The patient was reportedly burned by the lifevest. The patient removed the device. Follow-up attempts were made but were unsuccessful. The outcome of the irritation is unknown. 02/05/2016 supplementary information correction: the date of the event provided was originally submitted as 10/21/2015. This is incorrect. The correct date of the event is (B)(6) 2015. Additional information received from the distributor on 01/08/2016: the equipment was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Evaluation included downloaded data review which revealed that the patient experienced an inappropriate defibrillation event consisting of 4 shocks on (B)(6) 2015. Zoll manufacturing corporation was notified of the event on 01/08/2016. Motion and tactile artifact contributed to the false detections. The response buttons were not pressed during the event. The impedance measurements were 95 ohms, 255 ohms, 97 ohms, and 202 ohms. Further review of the incident indicates that the distributor support service team contacted the patient on 10/21/2015 in attempt to exchange their electrode belt as the patient's downloaded data at the time revealed an automatic 'gel release' event in response to an arrhythmia detection. No treatment was delivered at the time as the detection was not sustained. Support services attempted to reach the patient three times to replace the patient's belt before the defibrillation event occurred. As reported in the original MDR, the patient reported that they were burned on (B)(6) 2015. The treatment shock was not confirmed until 01/08/2016. The impedance measurements during the event were relatively higher than normal. The cause of the high impedance measurements during the shocks is the absence of gel during the shock to lower the impedance. The cause of the absense of gel is that the gel had previously released eight days earlier. Support services three attempts to replace the gelled belt from (B)(6) 2015 were unsuccessful. Patients are instructed through training, instructions for use, and display prompts to apply gel with provided gel packets to the surface of the therapy electrodes until a replacement belt can be provided. In addition, the garment mesh provides a conductive layer between the therapy electrodes and the patient's skin.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a male patient had a skin irritation. The patient was reportedly burned by the lifevest. The patient removed the device. Follow-up attempts were made but were unsuccessful. The outcome of the irritation is unknown.